Event description:
The nurse found that the connection on the side of the drain that connects to constavac came apart. The nurse could not reconnect due to risk of infection, so the device had to be discontinued one day early. The patient did not receive the total amount of blood from the device.there was no patient harm.